Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms could not be confirmed as no log files were submitted; however, the alarms were attributed to a pulseless electrical activity event. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on (B)(4) with no further reported issues at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22feb2022. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while drawing a blood sample from the patient's arterial line on (B)(6) 2022, there was a sudden low flow alarm. The patient was unresponsive with vigorous stimuli due to pulseless electrical activity (pea). The patient required resuscitation, intubation, and inotropes. The event resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that pericardial effusion resolved on (B)(6)2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms could not be confirmed as no log files were submitted; however, the alarms were attributed to a pulseless electrical activity event. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia, bleeding, and pericardial fluid collection as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Additionally, section 6 provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22feb2022. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was given a unit of packed red blood cells (prbcs) on (B)(6) 2022 secondary to chest tube output and to help improve left ventricular assist device (lvad) flow. On (B)(6) 2022 a post-operative transthoracic echocardiogram (tte) revealed a moderate pericardial effusion. A pericardial window was placed on (B)(6) 2022.